Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided. Customer addressed bg by consuming carbohydrates. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿